Manufacturer narrative:
Extension model 7495-51, serial# (B)(4), implanted: 2002-(B)(6), explanted: na, lead model 3389-40, lot# j0114191v, implanted: 2002-(B)(6), explanted: na. (B)(4).

Event description:
It was reported that the patient had high impedances, greater than 2000 ohms, on their implantable neurostimulator (ins). The ins was replaced. The concomitant lead (also used with subsequent device) was to be checked for fracture via x-ray. It was unknown if the subsequently reported symptoms of pain and surging were present during the use of the explanted device. Additional information had been requested, but was not available as of the date of this report. Reference manufacturer report # 3004209178-2012-03481 and 3004209178-2012-03486 for subsequent device related event.